Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) was in ventricular tachycardia (vt)/ventricular fibrillation (vf) arrhythmia. The device delivered 10 rounds of anti-tachycardia pacing (atp) as programmed, however the rounds were unsuccessful. The rhythm was eventually broke with a 41j shock. The therapy was delivered appropriately, however it was discussed that the atp therapy should be reprogrammed more optimally. The device remains in-service. No adverse patient effects were reported.